Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) serial: (B)(6), batch: a000103244. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation with their scs system due to high impedances present on one of the patient's leads. The patient was only getting stimulation on their left. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein one lead was explanted and replaced to address the issue. It is unknown which lead had high impedances.